Event description:
Related manufacturer reference number: 2017865-2023-25046. It was reported that atrial lead and right ventricular lead had dislodged. Both leads were explanted and replaced. The patient was in stable condition post-procedure.